Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing out the infusion set and cartridge. There was no need for third-party assistance. The customer resolved the occlusion by changing the infusion set and cartridge and then resumed using insulin.